Event description:
The lay user/patient contacted lifescan alleging the meter does not power on with strip insertion or pressing buttons. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
Reported by the complainant as follows: background/objective: to present a case of autonomic dysreflexia caused by the use of a fecal management system in a pt with tetraplegia. Design: case report. Setting: military rehabilitation center. Results: a man with tetraplegia had a fecal management system inserted to divert stool away from his sacral pressure ulcer to reduce contamination and infection risk. Two days later, he developed severe autonomic dysreflexia that improved after removal of the system. Conclusions: autonomic dysreflexia, a life-threatening complication, has not been reported before as a side effect of a fecal management system. These systems should be used with caution in pts with high-level spinal cord injury.

Manufacturer narrative:
Follow up # 1/supplemental report text 11/30/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) # is k082590.